Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure complication is unknown. Isi has attempted to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no system issue during the case. As of 23-jun-2020, a review of the site's complaint history has been performed and no related complaints have been identified. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient was found to have a pneumothorax greater than 50%. Although the patient was asymptomatic, a chest tube was placed, and then removed the following day prior to discharge. There is no allegation that a malfunction of the ion endoluminal lung biopsy system occurred. However, the cause of the post-procedure complication is unknown. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable. The name and address is not available for the site and initial reporter. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was initially reported that after undergoing an ion endoluminal lung biopsy procedure, the patient was noted to have a pneumothorax (ptx). It was also reported that during the case, the biopsy needle sheath kept moving/sliding on almost every pass that the clinical staff made. The initial reporter stated that they were using a 21g needle at the time. According to the clinician, the patient already had some "pretty bad lungs" before even performing the procedure which was successfully completed. On 07-apr-2020, the clinician provided the following additional information regarding the reported event: an endobronchial ultrasound (ebus), a 3rd party manufacturer product, was also done with the patient during the procedure. Ebus is an adjunct technology that can be used together with the ion endoluminal lung biopsy system. Per the clinician, the lesion was quite medial and near the pleura. Also, according to the clinician, the staff used a new unspecified fluoro machine (another 3rd party manufacturer product) that has an extreme zoom mode that may have contributed by not giving the perspective that the clinician had been used to seeing in his fluoro images. He has since stopped using that "high mag" mode on the fluoro machine when instruments are advanced for biopsy. Furthermore, 3-4 forceps biopsies were taken, under the proctor's recommendation. The clinician noted that his own practice is to take 1-2 biopsies if the tissue seems adequate. Additionally, the proctor used an unusual technique for obtaining a bronchoalveolar lavage (bal) which he was not trained in using which may have also allegedly caused or contributed to the pneumothorax. The clinician indicated that no malfunction of the ion endoluminal lung biopsy occurred. The patient was "completely stable" during the lung biopsy procedure which was completed. The pneumothorax was identified in the pacu with a post-procedure chest x-ray (cxr). The clinician further stated, "I usually scan the lung with the fluoro machine after ion or superd to look for a ptx, but because the proctor was dictating flow of the case, I did not do so in this case. I continue to use my own practice of scanning for a ptx after ion using fluoro today." Additionally, the clinician stated that despite having a large pneumothorax of greater than 50%, the patient "was fortunately completely asymptomatic." The pneumothorax did not grow over time and a chest tube was placed immediately. The tube was removed the next day and the patient went home. The clinician noted that the patient "did great." The patient was a (B)(6) lb. Male with a birth year of (B)(6).